Manufacturer narrative:
Additional information received stated, previously submitted initial medical device report, does not represent a reportable product malfunction. Therefore, this event no longer meets reporting requirements. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that capsulotomy quality was not good with micro adhesion and uncut flap in an unknown eye with no patient harm, during surgery.

Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).